Manufacturer narrative:
Product complaint (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical notification received for revision due to aseptic loosening. Date of implant: (B)(6) 2020. Date of revision: (B)(6) 2023. (Right knee). Treatment: femoral component, tibial base and insert were revised. Were depuy components removed: yes.

Manufacturer narrative:
Product complaint # (B)(4). Additional information provided "the tibial tray was loose". There is no allegation against the femoral component. Further updates will only be provided if additional information is received that changes the regulatory determination.